Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03259 addresses the other device. It was reported to boston scientific corporation that a hydrajag guidewire and a wallflex biliary rx covered stent were used during a endoscopic retrograde cholangiopancreatography with biliary stent placement (ercp) procedure performed on (B)(6) 2010. According to the complainant, the bile duct was successfully cannulated, and balloon dilatation was performed in the distal common bile duct. The patient had a large pelvic mass which resulted in a very tortuous and distorted anatomy. As a result, the guidewire fell out of place. The endoscope had to be repositioned, and the guidewire recannulated several times. The physician also had to reposition the stent several times; however, the stent was eventually deployed in the patient's common bile duct. The physician has no alleged issue with the performance of the stent or the guidewire. The physician stated that the stent did not cause or contribute to the patient's perforation. Forty eight hours post procedure, the patient was still jaundice. The patient did not report any pain; however, the liver function test (lfts) had not dropped. The patient's bilirubin and liver enzymes were still elevated. On (B)(6) 2010 the patient underwent a computed tomography (CT) scan, which revealed a perforation in the common bile duct. The physician theorized that the several attempts to re-angle, recannulate, and reposition the endoscope, guidewire and stent during the procedure on (B)(6) 2010, could have contributed or caused the perforation. The physician believes that the covering on the stent covered the perforation, making it undetectable initially. The frailty of the patient's submucosa was also a contributing factor to the potential cause of the perforation. (B)(6) 2010 the pt was transferred to the (B)(6). The patient was reported to be in stable condition upon transfer. To date, no additional patient information has been released.

Manufacturer narrative:
Patient's exact age is not known. However, it was noted to be over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed and the root cause could not be determined. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03259 addresses the other device. It was reported to boston scientific corporation that a hydrajag guidewire and a wallflex biliary rx covered stent were used during a endoscopic retrograde cholangiopancreatography with biliary stent placement (ercp) procedure performed on (B)(6) 2010. According to the complainant, the bile duct was successfully cannulated, and balloon dilatation was performed in the distal common bile duct. The patient had a large pelvic mass which resulted in a very tortuous and distorted anatomy. As a result, the guidewire fell out of place. The endoscope had to be repositioned, and the guidewire recannulated several times. The physician also had to reposition the stent several times; however the stent was eventually deployed in the patient's common bile duct. The physician has no alleged issue with the performance of the stent or the guidewire. The physician stated that the stent did not cause or contribute to the patient's perforation. Forty eight hours post procedure, the patient was still jaundice. The patient did not report any pain; however the liver function test (lfts) had not dropped. The patient's bilirubin and liver enzymes were still elevated. On (B)(6) 2010 the patient underwent a computed tomography (CT) scan, which revealed a perforation in the common bile duct. The physician theorized that the several attempts to re-angle, recannulate, and reposition the endoscope, guidewire and stent during the procedure on (B)(6) 2010, could have contributed or caused the perforation. The physician believes that the covering on the stent covered the perforation, making it undetectable initially. The frailty of the patient's submucosa was also a contributing factor to the potential cause of the perforation. On (B)(6) 2010, the patient was transferred to the university of tennessee medical center. The patient was reported to be in stable condition upon transfer. To date, no additional patient information has been released. On (B)(4) 2010, additional information was received: the patient was transferred to the interventional radiology department at the (B)(4) medical center in order to better assess the perforation. The patient had a percutaneous catheter implanted, which was flushed with contrast media. Under fluoroscopy no dissipation was seen; the contrast "was flowing freely through the bile duct down the ampulla." In the physician's assessment, the perforation had healed, and the stent was "fully patent." The patient's bilirubin and liver enzyme levels were normal. On an unknown date ("recently"), the patient was reported to be "improved."